Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplement report.

Event description:
The pt reported a blood glucose level of 8.8 mmol/l (158 mg/dl) at 6:53am in 2007, and the pt bolused through the infusion device. At 10:19am, the pt's blood glucose was elevated to a level of 18.8 mmol/l (338 mg/dl) and the pt bolused through the infusion device. The pt programmed a 120% basal rate increase and at 2:11pm the pt's blood glucose measured 14.7 mmol/l (265 mg/dl). The pt bolused through the infusion device. At 4:29pm, the pt's blood glucose measured 18.5 mmol/l (333 mg/dl) and the pt changed the infusion set and insulin cartridge. The pt reported that the insulin cartridge had been re-used. The pt's normal blood glucose level is 7 mmol/l (126 mg/dl). The infusion device was requested to be returned for eval. No further info is available.